Event description:
Customer reported that due to not receiving his freestyle lite test strips, he was unable to test and experienced symptoms of felling "out of his head", was unaware of his surroundings, hallucinations, headache, and lost consciousness. Paramedics responded, attempted to start an IV but were unsuccessful so he was treated with oxygen and transported to a local hospital. He reported being diagnosed with hypoglycemia and was treated with IV fluids (type unknown). He also reportedly took non-diabetic oral medications as well at the time of the event. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is a delivery issue, no product is expected back for investigation.